Event description:
A male patient presented to the hospital emergency room in 2006. He stated that 2 days before going to ER, he was scratched near his eye by a new puppy. The next day, he began to experience increasing pain and redness in his eye. The patient also noted an increased sensitivity to light. He insisted that he had iritis. He denied any ocular discharge or trauma. Two drops of tetracaine were instilled into his left eye. The patient felt some relief and opened his eye one third of the way. The doctor everted the patient's left eyelid; there were no foreign bodies. The doctor's clinical impression was that the patient had left eye pain and conjunctivitis. The patient was prescribed symar (two drops in the left eye while awake), bacitracin eye ointment (every three to four hours while awake) and relafen to be used for pain. Upon checkout, the doctor noted that the patient's condition improved. The following day, the patient presented to the same hospital emergency room. He complained of persistent pain and still insisted that he had iritis. The patient was administered tetracaine/hydrochloride (two drops in each eye), cyclogyl 1% (one drop left eye), demerol (75 mg) and vistaril (50 mg im). The attending physician noted that the patient had only used the previously prescribed products (bacitracin and zymar) one time before returning to the ER. He encouraged the patient to continue to use the prescribed medications and he added cyclogyl (two drops left eye every morning) to the regimen and advised the patient to go to his ophthalmologist. The ER doctor's clinical impression was that the patient had conjunctivitis (os), as iritis was ruled out. The patient stated that he did not keep his follow up appointment because his symptoms resolved. It should be noted that the patient originally reported that he was using renu with moisture loc multi-purpose solution. Upon returning to the emergency room, he reported to the physician that he checked the bottle and confirmed that he was not using renu with moisture loc. However, the patient did return an open bottle of renu with moisture loc multi-purpose solution to bausch & lomb for evaluation.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.